Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with needle coming off of sensor after insertion. The customer states the needle popped off after she took off the serter without her having to pull it off as she normally would. The customer states it inserted slightly because there was a little blood at the site. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer was using a new sensor, and will be receiving replacement sensor. The customer will be returning faulty sensor for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Inspected the insertion needle for burrs/hooks and dull needle tip defects and none were found. The introducer needle passed per specifications.